Manufacturer narrative:
Conclusion the complaint can be verified. Result the menu and check button do not respond. There are particles inside the housing of the menu and check button. The particles isolate the area of contact inside the buttons housing. Due to this problem the menu and check button do not respond and are without function. In contrast to customers allegation of defective up and down buttons, the up and down buttons were successfully tested and they fulfill their specification.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient's mother reported the up and down buttons on the infusion device do not respond to presses. Mother stated they first noticed the issue about 3 weeks ago with one button and now yesterday both the up and down buttons have stopped working completely. Had patient change battery; issue persisted. Patient continues to use infusion device and is bolusing remotely via the blood glucose monitoring device. Mother reported the patient is fine and his blood glucose readings are in normal range today. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.